Event description:
It reported by patient that no telemetry was found. Carelink does not light up with even the first telemetry light. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.